Manufacturer narrative:
(B)(4) (B)(6).

Event description:
According to the reporter, during a colectomy functional end to end anastomosis after the firing, the surgeon could not pull back the black return knob and could not open the jaws either. The surgeon cut the tissue with scissors then released the cartridge from the tissue. Additional tissue resection was required due to the issue. There was tissue damage. The procedure was completed with manual suturing. The last known status of the patient is reported as no problem.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after firing on the small intestine, the tissue slipped away from the closed jaws and the surgeon could not pull back the black return knob and could not open the jaws.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Received one egia ultra universal short stapler and one endo gia* ii 60-3.5 sulu for evaluation.

Manufacturer narrative:
Ftr# (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device and one reload. Visual inspection of the instrument found no abnormalities. Visual inspection of the cartridge revealed that the loading unit was fully fired with the jaws open. No abnormalities were observed during functional testing of the instrument and loading unit. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.